Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that 2 years ago the patient went to the urologist and they couldn't sync up with the patient's ins. They were supposed to schedule a follow up for patient to meet with a manufacturer representative (rep) but this never happened. Patient questioned why do they have the implant if it's not working. They are on mirbetrik and other medications that were indistinguishable for the bladder but the interstim has not been working for a while. It's been several years since patient felt the interstim pulsating and they are getting up 40-50 times per night to use the bathroom. Patient wondered if the ins battery is dead. Troubleshooting was unable to be performed as patient did not have their programmer present. The patient was redirected to their healthcare provider (hcp) to further address the issue.